Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately one month post port placement on the right upper chest via the internal jugular vein, the connection of the port catheter allegedly separated followed by migration of one segment of the catheter into the heart. Reportedly, an additional intervention was required for removal of the port body and the migrated segment of the catheter by interventional means. It was further reported that the device was not replaced. The patient was reportedly stable after the procedure.